Event description:
The patient underwent generator replacement due to battery depletion. The explant facility is known not to return explants. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient is complaining of intermittent left sided neck pain, 5-10 severity that she associated with the vns device. The patient does not recall any aggravating or relieving factors. The vns settings were changed and the physician referred the patient for replacement. No surgical intervention has been reported to date. No additional relevant information has been received to date.